Event description:
It was reported that the patient was still having neck and shoulder discomfort that started after her vns surgery. The surgeon believed that one of her stitches had popped. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
Upon follow-up the surgeon said that the patient didn't have a popped stitch or other post-operative complications to his knowledge. He indicated that at the time of the report that the suture would have been dissolved for some time. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.